Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) of the viewing station of the imaging system was replaced to restore functionality as the viewing station would power down without prompt within a minute of start up. The imaging system then passed the system checkout and was found to be fully functional. The ups has been received by the manufacturer, however results are not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system shut down without prompt from the user when entering a patient name. It was noted that the viewing station of the imaging system would then display an error message prior to boot up and the system would then power down again. Restarting both the viewing station of the imaging system and imaging system did not restore functionality and the universal serial bus (usb) mouse was unplugged without resolution. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.